Event description:
A malfunction was reported with the pump after the cartridge cracked and leaked insulin. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue happens again. Caller acknowledged the instructions.